Event description:
Info received indicates when testing the bed, the tech found the CPR function was not working. The head down function was working, but the head goes down very slowly.

Manufacturer narrative:
The tech isolated the issue to a faulty CPR and head down valve solenoid cartridge. The tech replaced the CPR and head down valves to repair the bed.